Event description:
I own two respironics remstar plus CPAP medical devices. Both develop a burning smell about halfway thru the night! I feel that this is unhealthy and the devices should be replaced under the recall. Fortunately, I have yet to develop any symptoms or complications yet, but I am concerned about continued use with these issues at hand. FDA safety report ID# (B)(4).